Event description:
An employee from our customer reported to our sales rep that while he was observing a surgery procedure, he observed that the rasp doesn't flush with the probe. No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.